Event description:
Consumer reported the top of the brush broke off in her mouth she was brushing her teeth.

Manufacturer narrative:
Product components are manufactured at the following locations. Since the consumer has not returned the product to date we are unable to determine which exact product was used and at which location the particular product was made. Contract MFR: (heads and bodies are manufactured here.) (B)(4). Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.